Event description:
Related manufacturer reference number: 2017865-2023-17345. It was reported that prior to a generator change, intermittent oversensing of noise was observed on both the right atrial (ra) lead and right ventricular (rv) lead and upon manipulation with the open pocket. After the leads were exposed by blunt dissection there was discoloration in both. Further, inspection revealed outer insulation breaks. Both leads were capped and replaced. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
Related manufacturer reference number: 2017865-2023-17346 it was reported that prior to a generator change, intermittent oversensing of noise was observed on both the right atrial (ra) lead and right ventricular (rv) lead and upon manipulation with the open pocket. After the leads were exposed by blunt dissection there was discoloration in both. Further, inspection revealed outer insulation breaks. Both leads were capped and replaced. There were no adverse health consequences, the patient was stable.